Event description:
The initial reporter stated they received a false negative result for one patient's sample tested with braf v600e (ve1) mm pab on a benchmark ultra plus instrument. The patient's sample showed < 1 % of cells expressing braf staining of positive cd1a positive tumor cells. The case was reported as negative and the patient was treated as braf negative. One year later, the case was included in a research trial and the molecular result showed a braf ve600 mutation. Remaining unstained slides of the patient's sample were sent to another laboratory and again, a braf ve600 mutation was identified.

Manufacturer narrative:
The serial number of the benchmark ultra plus instrument is (B)(6). The investigation is ongoing.